Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 09/23/2015, belt: 01/25/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away at home while wearing the lifevest on (B)(6) 2021. Review of the download data indicates the patient received one inappropriate treatment in response to oversensing of low amplitude cardiac signal. Per the continuous ECG recording, the patient received the inappropriate treatment at 14:01:52 on (B)(6) 2021. The patient's rhythm at the time of the treatment was bradycardia at 20 bpm and the post-shock rhythm was severe bradycardia at 10 bpm. Oversensing of low amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the treatment event. The patient was in asystole with CPR/motion artifact and electrode lead fall off from approximately 14:04:10 until the electrode belt disconnection at 14:28:09.